Event description:
The patient underwent a revision due to an infection. The surgeon did a washout, irrigated and debrided the area and revised the liner and head. The surgeon took culture samples and pathology will be made available once completed. The explanted material will not be returned to medacta for analysis. Reference MFR # 3005180920-2015-00163.